Event description:
During colonscopy, the screw tip of the colonfiberscope fell off inside the pt. The pt was subsequently administered general anesthesia in order for the surgeon to remove the piece. There was no pt injury. Hospital personnel can not confirm if the tip was loosened with manipulation of the scope.